Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, patient experienced an abnormal transmitter behavior. Patient experienced shocking from his transmitter. No additional patient or event information is available.